Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation).

Manufacturer narrative:
(B)(6) rn called into the emergency support program line to request support with an iab catheter restriction alarm on a cardiosave. He states the insertion is axillary and the patient is mobile. The esp team reviewed the off label use of the catheter via axillary insertion with paolo. The esp team stated they could only assist from a femoral standpoint. The esp team reviewed what would be advised if the catheter was a femoral insertion. Paolo stated he did notice the alarm would not occur in certain positions where the patient rested their arm. He did not wish to give any catheter or patient information and stated he would manage the kink in the catheter positionally with the patient. No harm or injury to the patient was reported.

Event description:
(B)(6) rn called into the emergency support program line to request support with an iab catheter restriction alarm on a cardiosave. He states the insertion is axillary and the patient is mobile. The esp team reviewed the off label use of the catheter via axillary insertion with paolo. The esp team stated they could only assist from a femoral standpoint. The esp team reviewed what would be advised if the catheter was a femoral insertion. Paolo stated he did notice the alarm would not occur in certain positions where the patient rested their arm. He did not wish to give any catheter or patient information and stated he would manage the kink in the catheter positionally with the patient. No harm or injury to the patient was reported.